Manufacturer narrative:
Evaluation summary: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic (vats) lobectomy procedure the surgeon tried to fire the device on the bronchus of the upper lung segment when it became blocked due to hard tissue. There was no indication from the device that the tissue was too thick and firing would not continue. The staple line was incomplete over the dense tissue. The stapler stopped working. The surgeon saw on the display the knife took a very dangerous turn and was left in the device between the staplers and the shaft through the hinge outside the device. The knife physically came out of the channel. The stapler locked on the tissue and had to be removed with another instrument, resulting in a small perforation to the lung tissue. Surgical intervention was necessary to prevent permanent impairment of the lung. The case was resolved using a manual handle and the perforation to the lung was closed with non-medtronic sealant. No further treatment information was provided.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual evaluation of the product noted that the sled was partially advanced to the 3cm mark. There was an indentation in the cartridge and there were sub-flush pushers on the proximal end of the cartridge. The knife laminates were bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The sharp bend in the knife bar laminates suggests that the unit was also over articulated at some point during use. The indentation in the cartridge was indicative of the reload being clamped on an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. A review of the current complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a vats lobectomy. The surgeon tried to fire the device on the bronchus of the upper lung segment and it began to fire and became blocked due to hard tissue. There was no indication from the signal that the tissue was too thick and firing would not continue. The staple line was incomplete over dense tissue. The stapler stopped. They saw on the display the knife took a very dangerous turn and was left in the device between the staplers and the shaft through the hinge outside the device. The knife physically came out of the channel. This resulted to a small perforation in the lung while the surgeon tried to remove the stapler. The stapler locked on the tissue and had to be removed with a screwdriver. Because of a dense part in the tissue, the stapler stopped. Staplers were correct formed. Because the stapler stopped all staplers were not placed. The knife blade physically came out of the channel. Medical and surgical intervention was needed to prevent a permanent impairment of the lung. There was tissue damage as a result of this problem. Small hole in the lung.